Event description:
A surgeon reported that, during an intraocular lens (iol) implant surgery, the optic of the iol was found to have a mark on it. During the procedure, the iol became decentered and the capsular bag tore. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested. This report was mailed to FDA on: 10/17/2008.